Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that onetouch ultramini meter would not turn off and repeatedly displayed the same blood glucose test result. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 9:10 am on (B) (6) 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with insulin (self-adjuster). Since the alleged meter issues began, the patient claimed that she changed her usual diabetes regiment by decreasing her food/drink intake at 12:10 pm that day. Five hrs after the reported meter issues began, the patient reportedly developed symptoms of "blurred vision and light-headedness." It is not known if the patient was able to test her blood glucose with any other meter at the onset of her symptoms. The patient did not report receiving any medical treatment since the alleged meter issues began. During the troubleshooting session, the cca documented that there was no misuse of the reported meter. The cca noted that the subject meter repeatedly displayed the same blood glucose result of "149 mg/dl." The subject meter did power off when the power button was pressed. Replacement meter and supplies were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.